Event description:
The user facility reported that during a therapeutic colonoscopy, they experienced difficulty advancing balloon dilators a distance of four inches past the biopsy channel entry port when they were used with the subject device. The model number, MFR, and size of the balloon dilators were not identified. The user facility reported they experienced this difficulty with at least two balloon dilators, but were successful in advancing forceps devices through the channel. The procedure was said to have been extended for approx five minutes, and the pt was said to have been provided add'l sedation. The procedure was completed with the same colonoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. This eval did not duplicate the difficulty advancing instruments in the colonoscope. The eval found the distal end cover was cracked, and switch number 1 was leaking. Cracks and chips were observed on the objective and light guide lenses. Both the insertion tube and the light guide tubes were peeling. There was a decrease in angulation and slight play noted on the control knobs. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.